Manufacturer narrative:
Additional narrative: the actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions were duplicated and confirmed. The assignable root cause was determined to be a defective motor or electronic control unit assembly, caused by immersion while cleaning, which is further defined as user error, misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device was making a noise and draining the battery ¿very fast.¿ the reported event did not occur during surgery. There were no delays to a planned surgical procedure. However, a spare device was not available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.